Event description:
The user experienced an ongoing issue with low sodium recovery for several months. She stated of a run of 22 patient samples, 75% were flagged as below the reference range. The user performed maintenance, recalibrated and repeated testing. The sodium results for the patient samples were slightly lower. On (B)(6) 2010, the user sent the same patient samples to another lab to be tested on another integra 800 analyzer. These sodium results were higher. Of the data provided, the sodium results for 8 of the patient samples were discrepant. All results are in mmol/l. Patient sample 1 results were 135,133 and 139. Patient sample 2 from a female, born on (B)(6). Sodium results were 135,134 and 140. Patient sample 3 from a female, born on (B)(6). Sodium results were 133,132 and 139. Patient sample 4 from a female, born on (B)(6). Sodium results were 134,134 and 140. Patient sample 5 from a female, born on (B)(6). Sodium results were 134,134 and 140. Patient sample 6 from a female, born on (B)(6). Sodium results were 135,133 and 140. Patient sample 7 from a male, born on (B)(6). Sodium results were 135,134 and 140. Patient sample 8 from a female, born on (B)(6). Sodium results were 132,133 and 138. The erroneous results were not reported outside the laboratory. No adverse events were alleged regarding the discrepancies. The lot number of the sodium electrode was 21593518. The field service representative determined there was an electronic failure of the printed circuit board assembly ise preamplifier and replaced it. He replaced the printed circuit board ise module and inspected all the ise tubing. To verify the analyzer operation, he performed calibration, quality control and patient sample processing with all results acceptable to the user and within specifications.